Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the pacific xtreme pta balloon during procedure to treat little calcified plaque in the distal superficial femoral artery with chronic total occlusion(cto-100%).the vessel had little tortuosity. The artery diameter was 6mm. The balloon was inflated with a medtronic inflation device. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues. The device did not pass through a previously deployed stent and no resistance was encountered when advancing the device. It was reported that there was a balloon twist. No rewrap issue was noted. The device was deflated using the medtronic inflation device and safely removed from the patient. The procedure was completed by replacing with a new balloon. No vessel damage noted. No patient injury reported.

Manufacturer narrative:
Device evaluation visual inspection under a microscope shows both marker bands visible and intact. Biologics are visible inside the inner lumen. Bunching on the balloon profile is noted under the microscope indicating a twist on the balloon material. An 0.018¿ guidewire from the lab was front loaded via the tip and exited out the gw port of the luer with no difficulty. A 20ml water filled syringe was connected to the device and flushed with no issue. The device was connected to the pressure gauge and indeflator and the balloon was inflated to nominal pressure (6atm) and rated burst pressure (12atm) with no issues. The balloon held pressure and deflated with no issues. The inflated balloon was inspected under a microscope and twisting is noted on the inner shaft between approx. 8-9cm. Cine image review one cine/procedural image was received from the account for evaluation. In the image, the pacific xtreme device is visible inside the target lesion with a twist clearly visible on the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.